Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology not reported. It was reported that prior to the procedure, the patient had another manufacturer's thoracic stent graft implanted. The patient was treated emergently for a ruptured thoracic aorta. The talent graft was placed within the other manufacturer's stent graft with the proximal end of the stent graft covering the left subclavian. During the procedure, the physician was unable to release the capture mechanism of the delivery system. The bailout procedure was successful and the stent graft was deployed. After the procedure, the physician commented that everything was fine and that there was no harm to the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (deployment difficulties). Unapproved use of device (pre-operative rupture). Evaluation, conclusion: user error contributed to event (pre-operative rupture).

Manufacturer narrative:
Notification to affected customers was made per z-1284-2012 for the appropriate bailout technique and manufacturing process improvements were implemented.